Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual examination of the pump indicated no damage to the keypad. During testing, the contrast and up arrow keypad buttons had an intermittent response. The ok and down arrow keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast keypad button contacts.